Event description:
It was reported that during use in a procedure at the user facility, the device was heating up. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during use in a procedure at the user facility, the device was heating up. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.